Manufacturer narrative:
The investigation revealed that the handle assembly and the o-ring failed, potentially due to improper sterilization technique. The instructions for use describe proper sterilization methods.

Event description:
It was reported that the hand piece was leaking saline from the cutter release switch. There was no reported pt involvement.